Manufacturer narrative:
The lens remains implanted. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. Additional information has been requested, but not received. Based on the available information, a root cause for the reported event could not be conclusively determined.

Event description:
It was reported that patient had cataract surgery on the right eye and developed an asymmetric vault. Four months post operation, a small yag laser was performed and at the five month visit visual acuity was improved; however, there was still cylinder in the refraction. Additional information has been requested, but not received.